Event description:
Treatment of an aneurysm. It was reported that the pipeline could not be released from the capture coil during deployment and was removed from the patient.no patient injury reported.same event as MDR# 2029214-2012-000380.

Manufacturer narrative:
The pushwire has been analyzed. The evaluation could not determine the cause of the event.(B)(4).